Event description:
It was reported that the ilet bionic pancreas did not charge when connected to a specific power outlet, and charging initiated with a solid green light after the user switched to a different outlet, with battery percentage increasing during the call. Investigation of this case revealed normal device function when connected to a functioning power source. No symptoms or adverse clinical effects reported during the event. Outcomes included no impact to health and no need for medical care. It was concluded that the device operated as intended and that the initial issue was related to the external power outlet.